Manufacturer narrative:
Initial and final MDR 1910380 - MDR 3003442380-2024-13957 - device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced four infusion set fell off events during use within the last week. The sets were in use for less than 1 day and up to two days for all events. Blood glucose levels were between 400-500 mg/dl when the issue was noticed. Patient replaced infusion set and resumed insulin successfully. No further information available.